Manufacturer narrative:
An autopsy was not performed and the pump was not explanted. No product was available forevaluation. A direct correlation between the device and the reported event could not be conclusively established through this evaluation. Sepsis and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Approximate age of device ¿ 3 years, 6 months. The device is expected to be returned for analysis. It has not yet been received. The event occurred at (B)(6) center, (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that after approximately 3.5 years of support, the patient expired on (B)(6) 2018 due to sepsis and stroke. An autopsy was not performed. No additional information was provided.